Event description:
It was reported the physician inserted a lasso catheter (15 mm decapolar) which has been used one time previous to this case toward the lipv, was introduced via a swartz braided sheath. When positioning the lasso on the lipv ostium, it slipped though the mitral valve into the lv. The lasso was caught in the papillary muscles and could not be extracted. A cardiac surgeon was called to open the chest and remove the lasso. After removing the entangled lasso, the cardiologist continued with the pv isolation procedure. This time, the catheter did not become caught, but the physician felt a little resistance when removing it. Examination by echo revealed mr. Further observation of the pt is necessary although he is not in critical condition. The physician felt that electrode # 3 seems to be the one which was caught on the tendon. The tip of the swartz braided sheath was observed to be crushed. The physician stated the lasso catheter likely caused the incident.

Manufacturer narrative:
One introducer was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed damage to the tip of the device; the tip appears to have folded outward overlapping the shaft. Dimensional inspection confirmed the device met mfg specs. It should be noted that the physician stated the lasso catheter likely caused the incident. No mfg defects were noted. Date report submitted to the FDA by MFR: 10/27/2009.